Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture.

Event description:
Patient representative reported "suffers pain in the area of both breast implants and leakage" and concern for textured implant device. This record is for the right side. The device remains implanted.